Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. After implant, physician noted stimulation due to the left ventrcular lead. The physician made programming changes to the device, but was unable to remove stimulation. The lead was programmed off. Patient was stable and would be monitored.